Event description:
Customer reported tandem mobi cartridge alarm, causing blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." Customer attempted to change the cartridge six times using brand-new cartridges, succeeding on the sixth attempt, thereby resuming insulin delivery. Cts confirmed the alarm occurred during the load process and decided to replace the pump, instructing the customer on storage mode and return procedures, and dispatched a replacement pump.